Manufacturer narrative:
Investigation: after analyzing the photo returned from the client, it was possible to confirm the presence of droplets of silicone on the catheter. It should be noted that this silicone does not cause damage to the patient and is used to aid in the slippage of the catheter during venipuncture. It should be noted that this type of complaint does not require the presence of physical samples, as long as the photos have good resolution and clearly show the defect, as was the case of this complaint would be sufficient to confirm the defect. According to visual analysis of the photo received, it was possible to verify the presence of silicone drops on the catheter. The conclusion of the investigations of this complaint does not require the presence of physical samples, the photos that are attached are sufficient for the determination of the defect, not altering the investigation carried out. DHR/ qn/ ncmr review: the final assembly lot: 6179393 used in the claimed final product lot: 6209303 of angiocath yel 24ga x 0.75in was tested for presence of "foreign / unfamiliar matter" and no records of this defect were found. Based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this silicone on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. For more details on root cause check CAPA # (B)(4). The CAPA # (B)(4) that was opened to treat the clogged needle complaints of the angiocath it will also cover the complaints of excess silicone over the angiocath product catheter, since the validations of the tippers machines were included among the corrective actions, with the objective of reducing the amounts of excess silicone dispensed on the catheters during the catheter tipping process. Thus, it is believed that the amount of silicone that is visually observed as droplets on the catheter will be considerably reduced which may result in improvement in the visual aspect of the product to the customer.

Event description:
It was reported that clear foreign matter was found on a defective bd angiocath¿ IV catheter before use. There was no report of injury or medical interventions.